Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0317002 was satisfactory per internal procedures. Formulation, filling, autoclaving and labeling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed for this batch, and there is one other complaints on this batch for contamination, three other complaints for labeling, and one other complaint for fill volume. Retentions for batch 0317002 (100 tubes) were available for inspection. There was no evidence improper labeling, or low fill volume, and no biological evidence of contamination was observed in 100/100 retentions tubes. There are 100/100 properly affixed labels. The fill volume was measured using a measuring tool and 100/100 retention tubes had the expected amount of liquid media in each tubes. For contamination testing, 10 tubes were incubated. Five tubes went into 20 to 25 degree celsius and five tubes went into 33-37 degree celsius. At the end of a seven-day incubation period, no growth was observed, at either incubation temperatures. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0317002 shows there was no shortage or excess of labels after manufacturing. Two photos were received in lieu of returns to assist with the investigation. The first photo shows a closed 100 pack carton box from batch 0317002, and two tubes. The tube on the left shows an out of place label and the tube on the right shows a tube without a label. The tubes in this photo do appear to be turbid. The second photo shows a closeup of the tube with the out of place label and the tube without a label. The fill volume in both photos cannot be determined. The complaint can be confirmed for label positioning, and contamination based on the photos. The complaint cannot be confirmed based on the photos for low fill volume. Based on the low defect rate of this batch, no actions are planned at this time. Bd will continue to trend complaints for labeling, fill volume, and contamination.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.